Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was faulty (fault is unknown). There was no patient involvement. The event date was not specified; estimate used

Manufacturer narrative:
Date of report : 04mar2019, date rec¿d by MFR : 26feb2019. The manufacturer's field service engineer (fse) confirmed the reported event as a touchscreen failure. The fse replaced the touchscreen and the issue was resolved. The device passed accuracy testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 17jun2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. During testing of touchscreen assembly, it was determined that the resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 13dec2018. Date of manufacturer: 30nov2018. Additional information: the customer confirmed the failure was with the touchscreen being unresponsive. No parts were returned to philips for evaluation, therefore, a root cause could not be established. Should new information be received, a supplemental report will be filed.